Event description:
Balloon was inserted at approx 1755, blood pressure 109/60 with heart rate of 133. Prior to insertion, balloon was prepped by a single aspiration of 60cc. Insertion was achieved without difficulty. Iliac arteries not tortuous. Under fluoroscopy, balloon noted to not be inflating properly. Replaced with another balloon, balloon pressure up to 149/ systolic, with good 1:1 augmentation at 1814. Developed ventricular dysrhythmias, code blue initiated, pt expired at 1915. Death felt to be related to critical nature of her illness, not malfunction.